Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 13 cr insert. The following other devices were also listed in this report: unknown size 4 triathlon. Unknown size 4 tibial baseplate. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During a review of the medical records,it was reported that patient was revised on a left knee due to infection.